Event description:
The customer reported that there were problems with the cable plug. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the plug. The system operates as intended.